Event description:
It was reported that the catheter broke during removal and approx 4 cm remained inside the pt. The doctor decided not to remove the catheter unless it proved to be problematic. Follow-up investigation found that the pt had the distal portion retrieved by surgery in 2008. Pt is fine. Pt has retained the distal portion of the catheter. Catheter was used with on-q painbuster pump p400x4d (lot 872991).

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. A pm050-a was used, but the lot number was not provided. The device involved in this incident was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (Rev. B). Also, in the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.